Event description:
Found during routine testing. It was reported that the power button would intermittently work. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced keypad assembly in the failure analysis center and observed that one part of the "on" button required more force to power on the device than the other part. Root cause is a worn dome switch.